Event description:
Ous MDR - after an implantation time of about 3 months, an rv lead dislodgement was reported. Sensing could not be measured (impedance: 646 ohm, shock impedance: 77 ohm). Twiddler syndrome was discovered during the implantation. No worsening of the patient's state of health was reported. The lead was explanted.